Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model storm torque 3g, serial number/date code is unknown. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female whose height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Consumer stated "owns the storm torque 3g series wheelchair. On the foot plate of the chair, the bushing sleeve (1110742) that holds the foot plate to the leg keeps breaking. They have replaced this part 3 times. Consumer to contact dealer to replace again.